Manufacturer narrative:
Log file analysis revealed 2 low flow alarms logged on august 31, 2016. Eighteen high watt alarms have been logged since september 08, 2016. A rise in power consumption was observed starting august 28, 2016 to current parameters outside normal operating range. Waveforms of this nature may be indicative of pump thrombus or a change in patient state. DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hw24880 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 18 high watt alarms and a rise in power consumption to parameters outside the normal operating range, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Disposed.

Event description:
It was reported by the site that the patient started experiencing high watts alarms as well as high flows >10 lpm on her way to the outpatient clinic today. Her latest inr as of this morning is 2.0. She reports that her urine this morning was dark and she began feeling very bad upon waking up, and is now having nausea while here in clinic. It was stated on (B)(6) 2016 the patients pump again thrombosed and the pump was exchanged on (B)(6) 2016. It was further stated that a centrimag pump was also placed at this time. No additional information available